Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the main drawer 3.1 not detected on bus. A field service engineer (fse) removed the drawer from the main station chassis, and the rear components of the drawer were inspected. All cables were reset, and the components were thoroughly checked. After reinstalling the drawer into the main station chassis, the pixie bus cable was reconnected, and the station was restarted. The system functioned as intended after the field service engine repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 1.2 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.